Event description:
Device malfunction: none. Time of malfunction: two days post vessel closure. Symptoms/ae: loss of limb pulses, thrombus, occlusion. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, two days post procedure, a pulse could not be felt in the right leg. An angiogram identified thrombus from the external iliac artery to the common femoral artery causing an occlusion. Treatment is pending. There were no reported adverse patient sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4): the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.